Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a pelvic floor repair procedure. After the physician completed placement of the first side, the needle carrier failed to retract completely. The physician was unable to load the next leg assembly into the capio device because of this. The physician completed the procedure with another capio suture capturing device with no complications or harm to the patient.

Manufacturer narrative:
Device evaluation a review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The mesh assembly was not received for analysis. Visual analysis of the returned capio device revealed that the needle carrier was stuck in the fully deployed/open position in addition, both the carrier and cage were bent. Functional testing of the returned capio device revealed that the carrier would not retract fully. In addition, the plunger was able to be deployed, with no effect on the carrier. Further engineering analysis revealed that the carrier would not retract because it had traveled too far forward and its component parts had separated for enough so that it was unable to retract into the capio device. The shaft which drives the carrier had separated at a point at which two sections are crimped together. No defects were observed on the disassembled device which would indicate a manufacturing cause; therefore, the device met specification but due to anatomical/procedural factors its performance was limited.

Event description:
It was reported to boston scientific corporation that the capio needle carrier had failed to fully retract as the capio device was being loaded, outside the patient. There was no excessive tissue, and no noticeable damage to any part of the capio device. Although the lot number was not provided, it was reported that the device was not used past its expiry date.